Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visually inspection revealed that the header was discolored. It appeared that the header was scrubbed with some kind of abrasive pad or material. There was body fluid contamination in the lead barrels. The header was loose and all seal plugs and setscrews were missing. Upon interrogation of the device the battery status was elective replacement time (ert). Ert was set two days after the product was explanted. A review of the device memory noted no resets or error codes. The sensing and pacemaker functions were verified to be operating as expected. The allegation of premature battery depletion (pbd) was unable to be confirmed during laboratory testing. The damage revealed during testing was induced at explant or post explant.

Event description:
Boston scientific received information that there were concerns that this pacemaker depleted prematurely. The patient underwent a revision procedure and this product was explanted and replaced with a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.